Manufacturer narrative:
A device history record review was completed for provided material number 304000 and lot number 240703. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) picture samples were returned for evaluation by our quality team. Through examination of the pictures, the epoxy drop was observed to be larger than normal on the product. Epoxy is used as an adhesive to bond the metal component to the plastic hub of the needle. This defect likely occurred during the assembly process, specifically at the stage where epoxy is dispensed into the hub. It may have been caused by a malfunction in the epoxy dispensing equipment. As a result, an excessive amount of epoxy was applied leading to the observed defect. Given our experience and supported by the low percentage of defects identified during routine in-process inspections, the likelihood of this type of non-conformance occurring is considered to be very low. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The following information was provided by the initial reporter: it appears that the white glue is larger than normal. This was only noticed after the injection was given. It did not seem to impair the delivery of the medication.